Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, possibly loose patella and instability, patella has removed and poly has exchanged for a 17 mm mp size 3. (Left knee). Original tka surgery: (B)(6) 2008.